Event description:
It was reported that the pump had repeatedly displayed "upstream occlusion," despite there being no actual occlusion. After multiple errors and troubleshooting attempts, the pump was replaced with a new one. There was no harm to the patient, nor was any medical intervention required.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 - primary UDI number: correction. D3 - mfg establishment name and h6. Codes: updated. Customer reported the pump had repeatedly displayed "upstream occlusion," despite there being no actual occlusion. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.